Event description:
Information was received from the healthcare provider regarding a patient receiving baclofen 4000 mcg/ml at 100.8 mcg/day via an im plantable pump. The indication for use was for cerebral palsy and intractable spasticity. The healthcare provider reported that the patient presented to them with the pump protruding through the abdominal wall. The healthcare provider wasn¿t sure if the patient was getting therapy currently or not but did know that the patient had their last refill on 18-jan. The healthcare provider stated they were trying to get a csf (cerebral spinal fluid sample) and were told to contact the manufacturer. The reporter was redirected to the nas (national answering service) to contact a local company representative to obtain a cap (catheter access port) kit. Additional information was received on 2023-apr-05 from the healthcare provider who stated that the pump has eroded through the skin, it was attached and out of the body. Per the healthcare provider they have weaned the patient down in preparation to explant the pump. The healthcare provider further stated that the patient is a cp (cerebral palsy), nonverbal patient. The healthcare provider did not know when the pump started eroding but it has been that way since the patient was admitted on (B)(6) 2023. The pump off passcode was provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event date was unknown in regards to the pump was protruding through the abdominal wall. The patient was seen on (B)(6)2023. The patient had not been seen by this physician prior to (B)(6)2023. The actions and interventions taken to resolve the issue was the patient was tapered off intrathecal baclofen therapy and started on oral baclofen per g-tube by their neurologist. The patient was scheduled for neurosurgery to remove pump on thursday (B)(6) 2023. In regards to if the issue was resolved it was reported that the was turned off wednesday (B)(6) 2023 as requested by neurosurgery team. The patient was reported to be stable for removal of pump on thursday (B)(6)2023.